Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all four tines found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital where upon interrogation it was observed that the right atrial (ra) lead was not capturing. When it was connected through the pacing system analyzer (psa) cable, a loss of capture on the lead was still observed. The ra lead was explanted and was replaced. The patient was in stable condition.